Manufacturer narrative:
The subassembly in question is mfg by smiths medical asd. This assembly is incorporated into the finished product by smiths medical int'l. The finished product is further assembled, packaged and sterilized by smiths medical int'l. Visual examination of the returned product confirmed the tubing was detached from the female luer lock. The tubing was within specification. The tubing had been fully inserted into the luer lock and there was evidence that solvent had been applied. No root cause for the detachment could be determined. The device history record was reviewed and was acceptable. Smiths was able to confirm the issue, but no root cause could be determined. This issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
Reporter reported that the flushing syringe detached from the tubing. There was no patient injury or treatment associated with this event.